Manufacturer narrative:
Mentor inadvertently did not report the return receipt date of the suspect medical device. On 03-aug-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the explantation surgery was performed due to a suspected rupture on the breast implant that was diagnosed via ultrasonography. Upon removal, no rupture was confirmed. However, it was observed that the device had turned opaque. The product was returned to mentor for evaluation. Visual inspection and evaluation of the content of the discolored gel material were conducted. Visual analysis of the returned sample revealed that the breast implant appeared white/opaque. The explanted device was opened to perform additional analysis of the opaque gel. The results revealed that triglycerides were present in the gel of the device, and probable free fatty acids were also detected, present at a significantly lower level than triglycerides. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. It was postulated that discoloration might have been caused by biological components diffused into the gel, and there is no safety risk associated to this condition. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4) - d9 date device returned to manufacturer: june 14, 2021. - d9 device available for evaluation?: yes. - d9 is device returned to manufacturer?: checked.

Manufacturer narrative:
Device evaluation summary: a product investigation was performed on a photo of the suspect medical device that was received. The physical device has not been received by mentor. According to the information received, upon removal of the breast implant, it was observed to be discolored. Upon visual evaluation of the image provided in the complaint, the implant was observed to be white. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: suspected breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that was suspected to have ruptured post implantation. Potential rupture of the patient¿s left breast prosthesis was diagnosed via ultrasonography. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis on (B)(6) 2021. After explantation surgery, it was observed that the removed device had not ruptured. Upon further examination, it was observed that the suspect medical device had turned opaque.